Manufacturer narrative:
This report is submitted (B)(6) 2018.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2016, due to poor performance from onset. The patient was reimplanted with another manufacturer's device during the same surgery.